Manufacturer narrative:
Additional information: d9, h3, h6 and h10. H10: one actual, photo and video samples were received for evaluation. The device was received with the minicap attached to the female connector. Visual inspection with the naked eye identified cracked mainbody. The reported condition was verified. The cause of the condition was undetermined; however, the crack or broken set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of a peritoneal dialysis transfer set was cracked. This issue was identified during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.